Manufacturer narrative:
Follow-up #1 01/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated an unconfirmed replace cartridge alarm on (B)(4) 2012; the alarm was not confirmed for almost 4 hours causing the battery to drain. There was no damage found to the battery compartment or cap. The pump powered on normally with vibratory and audible sounds. The pump was exercised for 24 hours without power issues. The pump was opened and there was no evidence of damage to the power circuit.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the battery was changed 2 days ago using a new pack of lithium batteries. Today, the patient went to bolus with dinner and found pump to be without power. Patient states he tried a second new battery from package and still no power. Patient states no low battery warning was emitted prior to power loss. Battery cap is 8 months old; the threading/spring/metal contacts are all intact. There is no damage visible to pump casing and no moisture ingress. Customer support request mom to insert a new battery, mom did so and confirmed still no power. Mom then went and purchased two new packs of batteries. Customer support called her back and she reported that neither the new alkaline or new lithium batteries powered the pump. Customer support advised mom to discontinue the pump and implement a backup plan. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.